Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibration alert from the defibrillator. Upon interrogation, the device displayed a high atrial threshold and was subsequently reprogrammed; however the eri message persisted. As such, the device was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and was found to be within the expected limit. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on the rf module.